Event description:
Boston scientific corp (bsc) was informed by the user facility that the intravascular ultrasound imaging system's (ilab) imaging pc, situated in the control room of the catheter laboratory, was reported to have smoke coming out of it. The ilab system was not in use at the time of the event, but was in an idle state. There were no pt or user injuries/complications reported due to this event. According to the user facility the room was evacuated and the fire dept was called per the requirements of the user facility's safety procedures.

Manufacturer narrative:
(B) (4).